Manufacturer narrative:
Unit received with motion sensor test failure alarm due to motor encoder signal out of phase. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to motion sensor test failure alarm. No cosmetic damage noted during physical inspection. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure. She cleared the alarm but it came up again. Customer's blood glucose level was not reported but it was high. She was unable to rewind the insulin pump because the motion sensor test failure alarm kept coming up. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.